Event description:
It was reported that during the device replacement surgery, the lead's outer insulation was separated from the lead distal from trifurcation. The physician decided to cap and replace the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.